Event description:
A caller reported a malfunction on the pump, indicated by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the process. The malfunction code did not recur after the reset, and the customer was instructed to continue using the pump and to call back if the issue appeared again. The customer acknowledged and understood these instructions.